Event description:
While changing the cartridge in my daughter's deltec cozmo model 1800 insulin pump, I was unable to load the new cartridge, due to a piston rod error message. Clinical support was unable to resolve the problem over the phone by walking me through troubleshooting techniques. After I hung up. I tapped the device on the table, and it began loading. My concern is that I have had this same problem with a previous model 1700 insulin pump, as well as other problems. Dates of use: 2003 - 2007. Diagnosis or reason for use: type 1 diabetes.